Event description:
It was reported that the cot would not load into the ambulance while a pt was onboard. No adverse consequence alleged.

Manufacturer narrative:
Cot was examined and it was found to be operating according to spec.